Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction of a 7f exoseal vascular closure device (vcd), the indicator window did not change color, the plug deployment button could not be pressed, and the device could not be deployed. After removal from the patient, the plug had not detached from the exoseal vcd. Hemostasis was achieved via manual compression for 20 minutes. There were no reported injuries to the patent. The procedure used a retrograde approach. The physician was certified in the use of exoseal vcd. The patient's bmi was not greater than 40. There were no obvious signs of device or package damage before use. The device was stored and prepared according to the instructions for use (IFU). One exoseal device was used for the patient along with an unknown sheath introducer. Angiography confirmed suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before using the exoseal vcd, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked properly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and the non-cordis sheath were retracted together until bleed-back significantly slowed or stopped. The physician had their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed and visible, with no anomalies observed. The device will be returned for evaluation.